Event description:
It was reported that a user experienced recurring hypoglycemia at 62 mg/dl while using the ilet system, with behavioral changes including stopping meal announcements and pausing insulin delivery as self-treatment; education was provided regarding the risk of pump maladaptation and appropriate hypoglycemia management, and oral glucose was used to treat a low glucose. Customer care provided support remotely that included troubleshooting review and user education. Investigation of this case revealed an unclear cause of hypoglycemia. No symptoms associated with hypoglycemia reported. Outcomes included no medical intervention. It was concluded that the event was user-reported hypoglycemia with cause unclear, and additional training was offered. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.